Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 1849mcg/ml at 274.4mcg/day, ketamine 1849mcg/ml at 274.4mcg/day and dilaudid 10mg/ml at 1.5mg/day via an implantable pump. The indications for use were malignant pain and pelvis/pelvic. It was reported that the patient reported decreased pain control. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was reported as a catheter dye study was done on (B)(6) 2017, failed dye study. The actions interventions taken to resolve the issue was the spinal segment was replaced. When the physician opened the patient at the insertion site the catheter was found to be folded over the anchor and kinked. When the catheter was cut at the collet the physician noticed what he thought looked like ¿fibers or wires¿. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via clinical study indicated interventions included other surgical I ntervention where the catheter was revised, spliced on (B)(6) 2017. On (B)(6) 2017 the catheter dye study determined the catheter was kinked. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the catheter found no significant anomaly. The catheter body was found to be torn or broken or melted at or after explant and did not affect infusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via clinical study indicated the patient underwent an implant of an intrathecal infusion pump 15 months ago, but has experienced poor pain relief. Recent evaluation performed revealed probable kinking or occlusion of the catheter since they were unable to aspirate. A catheter access port (cap) study performed on (B)(6) 2017 revealed a kinked catheter. Interventions included explanted/replaced the catheter on (B)(6) 2017, and the device was disposed of according to biohazard instructions. The outcome of the event resolved without sequelae on (B)(6) 2017. The etiology of the event was related to device or therapy and not related to implant procedure., and the portion of the catheter involved was the intrathecal/spinal portion. The logs indicated the patient was receiving fentanyl 2000 mcg/ml for a total dose of 1849.4 mcg/day, ketamine 2000 mcg/ml for a total dose of 1849.4 mcg/day, bupivacaine 5.4 mg/ml for a total dose of 4.9933 mg/day, and hydromorphone 7.6 mg/ml for a total dose of 7.0276 mg/day. No further complications were reported/anticipated.